Event description:
It was reported that the pump's usb port was damaged and loose resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a specific bg value was not provided. A bolus was delivered to address bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.